Event description:
It was reported that three anchors pulled out during insertion. The surgeon took pictures towards the end of the case and realized the anchors had pulled out. He then retrieved all implants and sutures from the patient. The surgeon abandoned the procedure but was able to perform a posterior capsular ligament repair. The patient was discharged. Case: revision of a bankart surgery. The quality of the bone was average. Follow-up investigation: the surgeon tried to do a bankart repair but at the end of the case he took x-rays and noticed that all 3 of the push-locks pulled out. The surgeon then retrieved all implants and sutures from the patient. The surgeon did not want to put any more holes in the patient's bone due to the bone quality and performed a posterior capsule plication.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause(s) of this type of event include improper bone preparation prior to insertion and/or insufficient quantity or quality of bone. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.